Event description:
It was reported that during a whipple procedure, when firing on the stomach, the device cut, but the staples did not form properly, leading to an improper staple line formation. Surgeon says staples were not formed at all. The device was reloaded and fired a second time with the same bad outcome. Surgeon says the thickness of the stomach was standard. They always use blue reloads. The stapling of the stomach was finished using a new device and everything went well. There were no adverse consequences for the patient.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was received in good visual condition and with two reloads present. The reloads were returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shaped. A batch record review was performed and no anomalies were found during the manufacturing process.